Event description:
As reported to coloplast though not verified, on (B)(6) 2010, pt implanted with novasilk mesh. Later pt experienced mesh erosion, infection, pain, dyspareunia warranting the need for additional surgical intervention.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.